Manufacturer narrative:
This follow-up report is being filed to report this is a duplicate of 3002806535-2016-00735.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date - during 2015. Explant date - during 2015. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Not returned by patient.

Event description:
Patient's right knee was revised approximately 8 years post-implantation due to an unknown reason, during which all components were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.